Event description:
Boston scientific received information that the patient reported that the communicator smoked out the accessory adapter. The company representative advised the patient that a new communicator and the accessory adapter will be replaced. No adverse patients effect reported. The communicator was deactivated.